Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the saphenous vein graft to the posterior descending artery, the vision stent delivery system (sds) was advanced to the target lesion and an attempt was made to deploy the stent; however, no stent was seen on angiogram. The physician reviewed images attempting to locate the stent but a stent could not be seen. Cath lab staff looked on the sterile field, floor, table, in the sheath and no stent was found. It is the physician's opinion that the sds did not contain a stent after device manufacture. A new vision sds was used successfully to treat the target lesion. There was no adverse patient effect and no reported clinical delay in the procedure. Reportedly, cath lab staff could not remember if the sds was inspected prior to use. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a loose/miss-located stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, and/or interactions with the lesion or accessory devices. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems (sds) are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter on the manufacturing line before release. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent dislodgement force. The returned goods analysis noted blood in the guide wire lumen, on the balloon, and on the shaft, which is consistent with guide wire advancement and insertion into the body. There was contrast on the balloon and in the inflation lumen, which is consistent with handling and preparation for use. The sds was returned without a stent implant on the balloon, thus confirming the incident; however, there were crimp marks visible on the balloon between the markers, indicating that a stent implant was originally positioned correctly and securely at the time of manufacturing. The balloon had loose folds, which likely occurred after the stent dislodgement. There was a kink in the distal shaft and multiple bends throughout the hypotube. Since these damages were not noted in the incident complaint, they most likely occurred during the procedure and/or during handling, packaging, and shipment back to abbott vascular for analysis. It is most likely that the stent became dislodged off the balloon as a result of inadvertent user handling during sheath removal and/or during preparation for use; however, this could not be confirmed. There is no indication of a product quality deficiency. It was reported that the stenting procedure was attempted in a saphenous vein graft (svg). It should be noted that the multi-link vision instructions for use (IFU) states: multi-link vision coronary stent delivery systems (sds) are indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Additionally, it was reported that catheter-lab staff could not remember if the sds was inspected prior to use. It should be noted that the IFU instructs the physician to verify that the stent does not extend beyond the radiopaque balloon markers, and to not use if any defects are noted. It is unlikely that the reported IFU deviations directly caused or contributed to the reported difficulties. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a product quality deficiency.